Event description:
Correction: the correct patient identifier (a1) is (B)(6) as previously reported. Correction: the correct date of birth (a2) is (B)(6) 1975 as previously reported. Per the clinic, the patient was treated with antibiotics for a duration of 2 days (specific type and date not reported).

Event description:
Per the clinic, the patient underwent a bedside aspiration procedure (date not reported).

Event description:
Per the clinic, the patient was hospitalized (specific date and duration not reported) due to wound infection at implant site. Subsequently, the device was explanted (date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.